Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not available for reporting. UDI: gtin unavailable, product made prior to gtin (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism broke off of the flexible intramedullary reamer while using it in the femoral shaft during an anterior hip replacement on an unknown date in (B)(6) 2018. During the procedure, the surgeon broached the femur utilizing the depuy tri-lock system; unfortunately, there was not enough medial lateral rotational stability and had to transition to a depuy summit stem. Additional effort was required to remove the broken piece from the femur. The reamer was completely removed without any complications. The procedure continued without any further complications. There was no patient harm. Information was not provided on patient outcome or the surgical delay due to the reported event. This complaint involves one device. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 351.440. Lot no.: 5015272. Manufacturing location: salzburg. Release to warehouse date: 22.jun.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed for the subject device: the 351.44 lot number 5015272 8.0mm flexible shaft was returned and reported to have broken intraoperatively. This condition is confirmed; it is likely that over ten years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. However, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 351.44 8.0mm flexible shaft was obsoleted in 1/2011. The shaft was manufactured in 6/2007 and is over ten years old. The balance of the returned device is in fairly worn condition with markings along the coiling. Drawing was reviewed. A dimensional inspection could not be conducted due to the device breakage. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no hardness or material issues, or ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers ca99p. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.